Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open low anterior resection, before the anastomosis portion in which the link between colon and distal rectum was re-established, the anvil appeared to be bent before the device could be closed properly. The anvil heads became tilted to the side before it was closed completely. Hence, the surgeon did not fire the device. To resolve the issue, another circular stapler was used. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. In addition, part of the crush ring was observed to be crushed. It was reported that the instrument appeared to be bent and the anvil heads became tilted prematurely. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the tissue thickness can compress to 2mm for staplers with 4.8mm staples and 1.5mm for staplers with 3.5mm staples. Excessive tissue thickness may result in unacceptable staple formation and /or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.